Event description:
It was reported that a post market clinical study, pt underwent an x-stop procedure at level l4/l5. On (B)(6) 2010, approximately 2 yrs post procedure, the pt fell and sustained a compression fracture at level l5. MRI indicated a "203 broad based disc bulge at level l5/s1. Moderate compression fracture of l5 with retropulsed bone into the central canal arising from the posterior superior aspect of l5. Edema at l5 consistent with the compression fracture. There is susceptibility artifact posteriorly at level l4/l5 consistent with probable posterior fusion hardware." Reportedly, the pt underwent a balloon kyphoplasty procedure at level l5 on (B)(6) 2010. It is unk if the pt had the x-stop device explanted. No additional info was reported.

Manufacturer narrative:
The 510 (k) is k082590.

Event description:
The lay user/patient's reporter contacted lifescan alleging the meter has a line through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.